Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String broke. Spent 30 minutes trying to remove it (tampon) ¿ vagina [foreign body in reproductive tract]. (String broke when I removed it). Spent 30 minutes trying to remove - tampon [complication of device removal]. Detached, unraveled, coming apart/string broke ¿ tampon [device breakage]. Case narrative: consumer stated via email that the tampon string broke during removal. No serious injury was reported.